Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported issue. Resolution and disposition: power management board was replaced based on the symptom. It was confirmed after the replacement that there was no abnormality.

Event description:
The international customer reported the v60 screen gradually became dark and then became completely dark. The screen turned on after a while but it became dark again. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The unit was replaced with second v60.

Manufacturer narrative:
The power management (pm) was received at the v60 vent manufacturing facility. Visual inspection revealed no evidence of damage or contamination. The pm board was installed in a test ventilator in an attempt to duplicate the reported problem and a discharge test backup battery was installed. The test ventilator powered up from ac and delivered breaths. The test ventilator display screen did not turn dark and it di not turn completely dark. The power management board was tested and no failures were identified. The root cause for the customer's report of v60 screen gradually became dark and became completely dark could not be identified.